Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer experienced repeated c-01 errors even after attempting to reboot the erbe generator. The technical support engineer (tse) reviewed the logs and noted entries for c-01 errors. The tse had the customer move the monopolar to lower port with no change. The tse had the customer try new cables with no change. The c-01 error continued to pop up intermittently. The customer stated that they would continue as the erbe seemed to work sometimes. The tse inquired if they have a force triad, and the customer confirmed that they did but were not aware of the interconnection cable. The tse provided part number for cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu generator unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a sacrocolpopexy w/ hysterectomy procedure was performed on system sk4273 on (B)(6)2022. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was un an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically with the intermittent error. The esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found in: g3, g6, h2, and h3 evaluation information can be found in: h6 and h10 intuitive surgical, inc. Received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of erbe error u-02 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the manufacturer for repair.

Event description:
Refer to h10/h11 for follow-up information.